Event description:
It was reported that a micro-volume inlet leaked. This occurred when the inlet was connected to a valve set on port 13 of the compounder and a non-baxter bag with potassium chloride. The tubing was removed from the port to resolve the issue; however, the white rubber attachment that sits on the port came off. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.check spelling: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.